Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the device was not able to be interrogated and had no magnet response. It was also reported that the device had unexpected longevity and battery drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.